Event description:
On (B) (6) 2010, patient reported an ongoing issue with "little tiny air bubbles in the luer lock that occur below where the luer attaches to the adapter." She states she would notice her blood glucose rising. Patient reported taking the luer lock off of the infusion adapter, drying it out and swabbing the air bubbles out with a cotton swab and reconnecting to the infusion device. She stated the air bubbles could appear as soon as she changes the cartridge or after the cartridge has been in the infusion device. Advised patient that every time she detaches the luer lock from the infusion device, she is introducing air into the system. Patient was very frustrated and stated "I do not want to explain anymore." Patient reported readings ranging from 86-433 mg/dl and stated she corrected for them. Offered additional training; patient declined. Unable to troubleshoot due to patient being extremely upset and unreceptive to answering questions. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.